Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found film buildup in the hgb cuvette. He replaced the cuvette and performed calibration adjustment following the replacing as well as adjusting the hgb lamp. There were no further issues observed. (B)(4).

Event description:
The customer reported a downward shift in hemoglobin (hgb) values on quality control (qc) samples run on the lh750 instrument. No erroneous patient results were associated with this event. The customer also reported high white blood cell (wbc) values recovered on quality control runs. However, the wbc issue was resolved by bleaching the wbc bath.